Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information provided, it was reported that during a rotator cuff repair the needle of the expressew iii suture passer w/o hook is jammed in the device and cannot be removed. The complaint device was received and evaluated. Visual observations reveal the device is slightly worn, used but in expected condition. To test its functionality, an eiii needle was loaded into the device and was tested on a sample rubber strip. When the trigger was actuated to deploy the needle, there was slight resistance and the deployment was rough. To restore it to the original position, the needle trigger must be pushed back manually. The needle is stuck through rubber strip about 1 cm of the distal portion it protrudes through the sample. This complaint can be confirmed. The device does not function smoothly as reported, confirming this complaint. The possible root cause for the issue experienced can be attributed an improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair the needle of the expressew iii suture passer w/o hook is jammed in the device and cannot be removed. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.